Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The insulation on the shaft is melted/peeled. The wand cable and tubing has been cut and removed. Product was out of the original packaging. No packaging returned. A functional evaluation could not be conducted due to the wand cable being cut and removed from the wand. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The clinical evaluation determined that per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information, the procedure was completed with a non-significant delay by changing the surgical technique to a diathermy. Although the patient received a burnt lip, her status has been reported as ok. Since there were no further complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this case would be re-assessed. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. 2) damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. 3) contacting the distal portion of cannula with the shaft when inserting and removing the wand. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the insulation on the coblation halo wand melted or split and exposed what was underneath. Due to the event, the lip of the patient was burnt. The procedure was completed with a non-significant delay by changing the surgical technique to a diathermy. Patient current status is ok. No further complications were reported.